Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high amounts of noise on all vectors soon after implant, air bubble entrapment was suspected. Additionally, high within range impedance measurements were observed. An induction test was performed; however, it was ineffective, this an external shock had to be provided. The connection of the system was checked and was evaluated through x-rays which seemed normal. It was decided to turn the therapy off and keep the patient hospitalized. Two days later, a second induction test was performed and this time, the system was able to convert the rhythm. The patient was discharged, and this system remains in service. No further adverse patient effects were reported.